Event description:
The initial reporter received a questionable elecsys estradiol iii result for one patient tested on a cobas e 411 rack. Prior to patient testing, the customer confirmed the estradiol qc results were within the acceptable range. The patient's initial estradiol result was not reported outside the laboratory. It was reported the customer believed the initial estradiol result was low and the sample was repeated on the same analyzer. The patient's initial estradiol result was 41.99 pg/ml. The patient's repeat estradiol result was >3000 pg/ml. The patient's estradiol result with 1:10 dilution was 5331 pg/ml. The customer determined the diluted estradiol result was correct. The estradiol reagent lot number was 566726 with an expiration date of 31-aug-2022.

Manufacturer narrative:
The customer performed a visual inspection of the patient's sample and no abnormalities were found. The customer's calibration and qc results were within the acceptable range. There was no indication for a performance issue of reagent or instrument. The customer's system alarm trace and sample pre-analytic details were requested but not provided. The field service engineer replaced various parts, performed adjustments and system checks. He performed system maintenance and qc with passing results. He verified normal operation was observed. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.